Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and thresholds slowly increasing. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected description and device coding.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and thresholds slowly increasing. After implanting a new lead, the noise came back upon closing. The pacemaker system had triggered a lead safety switch(lss). After the pacemaker was set back to bipolar, the noise re-appeared. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.